Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to bacteremia. Reportedly, the patient was tested positive of bacterial infection. No adverse patient effects were reported. The ra lead was explanted.